Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open sore under the vibration box of the electrode belt. There was no alleged device malfunction. The patient was taken to a wound care clinic to treat the irritation. The wound care clinic applied an ointment, and a foam to the device. The patient's physician prescribed the patient antibiotics. The patient's medical condition did not improve with intervention. The patient's current medical condition is unknown at this time.